Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient had a seizure while the cgm was 57 mg/dl. The estimated glucose value was reportedly inaccurate although no bg was checked. The son called an ambulance. The reversal of hypoglycemia was unknown. The patient was discharged after 3 hours and was stable during the call 3 months later. Attempts to contact the patient for additional event details were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.